Event description:
It was reported that after 65,633 joules and 06:42 minutes had been expended on a photoselective vaporization of the prostate (pvp), the metal cap became dislodged from the rest of the fiber. The procedure was stopped to remove the tip with biopsy forceps. A second fiber was used to complete the procedure with no clinical consequences to the patient.